Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. Visual inspection found a buckled upstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was rust due to moisture and temperature fluctuations. As a result, the upstream/downstream occlusion seals and air detector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the pump exhibited corroded springs in the battery housing. During physical inspection, it was found that there was a buckled upstream occlusion seal. There was no patient involvement, no patient injury was reported.